Event description:
Although the hosp cannot confirm the presence of any foreign device part in pt body and although microline (MFR) has not yet seen the device in question, it has been reported that a piece of polycarbonate plastic was missing from the device.